Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the viewing station of the imaging system computer to resolve the reported issue on 15 october 2016. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station of the imaging system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when attempting to power off the imaging system, the viewing station of the imaging system went into a blue error screen and shut down without prompt from the user. When turning the system back on, it functioned as designed. This was reported following a spinal fusion. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
No patient was involved in the reported issue.